Event description:
The customer reported that the front switches did not respond on this defibrillator unit during routine check out when connected to a patient.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. Welch allyn factory svc confirmed the reported malfunction of the front panel switches. They found that the cable from the switches had become disconnected at the internal main board mating connector. Factory svc reconnected the cable to restore normal operation. It appears that the cable had been pulled out of the connector, but we could not definitively identify how or why.